Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified circumflex artery. A 3.00mm x 20mm apex balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres, the balloon ruptured and left a stain in the artery. The device was removed, and another 3.00mm x 20mm apex balloon catheter was advanced, but the balloon also ruptured at 6 atmospheres. The device was then removed, and the procedure was completed with an nc quantum balloon, and implantation of a synergy xd drug-eluting stent. There were no patient complications nor injuries reported.